Event description:
It was reported that an ilet user experienced a recent high blood glucose event with a reported value of 280 mg/dl that resolved to normal range, and review of reports indicated the user did not announce meals, including a meal preceding the high reading. The user stated prior meal announcements delivered too much insulin, and education was provided that meal announcements require time to adjust. Symptoms included no reported symptoms per the blood glucose questionnaire. Outcomes included no alerts or alarms, no hospitalization, and no medical intervention. Investigation included review of device data and user-reported history, as well as troubleshooting and education. Investigation of this case revealed user handling and adherence issues related to missed meal announcements, with the device functioning as designed without evidence of component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and use error.

Manufacturer narrative:
Initial.